Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a user error, including improper bone preparation and/or improper surgical technique associated with the device. The complaint allegation was not confirmed. No evidence of that failure was received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-8952mt-05s low-profile t-plate locking screws 2 and 4 did not lock in the screw holes on the right side of the distal t-shaped section. No variable guide was used; regular instruments and a regular drill were used. The plate was removed from the body, and a different screw was opened on the instrument table. Various screws were tried, but none locked. Another plate was opened, and the same locking screw was tried in the same screw hole. The case was completed using another plate. No photo is available. No detailed information about the type of surgery. No significant surgery delay reported. Nothing remains in the patient. No additional anesthesia was administered to the patient. The bone quality of the patient is unknown. No adverse patient effects have been reported during or following the procedure due to this issue. This occurred during use in a case with no patient effect.